Event description:
The implant would not deploy from the driver so they had to break it. All parts retrieved but tip. Another implant was used to complete the case. No pt injury reported as result of this event. This device is used for treatment.